Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review confirmed no miss setting or other errors related to delivery failures. Functional testing could not replicate the reported issue; pump accuracy was within specification. The root cause was not able to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was suspicion of poor accuracy since the remaining amount of drug solution did not match. It is unknown if there was patient involvement, no adverse patient effects were reported.